Event description:
It was reported that the patient presented in the emergency room due to post-paced t-wave oversensing. Recommended programming changes. Device remains implanted. No further information was provided.